Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in backup vvi. The device was operating under the elective replacement in- dicator (eri) voltage. The patient underwent an MRI early in 2010.